Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation of the device revealed no device failure or malfunction that would have caused or contributed to the iipv on (B)(4) 2011. No issues were identified during review of the previous device service record that may have contributed to the issues of iipv. The cause of the iipv found in the logs was determined to be: insufficient drain-use error, tidal uf removal set too low at 250 ml. The current labeling for the patient at-home guide was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem for iipv. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 at 06:23:52 with drain volume of 4527 ml during cycle 5. The fill volume was 2500 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.